Manufacturer narrative:
Concomitant medical products: product ID: 3887-28, lot# j0015981v, implanted: (B)(6) 2001, product type: lead. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).

Event description:
It was reported that a patient had a fading sensation and no stimulation sensation as of 2-3 days ago. It was reported that the patient had an increase in hip pain. It was stated that the patient thought the ¿battery inside of her was running out¿. It was stated that she has never had problems with the stimulator until now. It was noted that the patient had 2 falls in ¿(B)(6) of 2013¿ and she fell directly onto her back. It was stated that since the fall stimulation has been progressively weaker. It was stated that prior to her fall, the patient felt stimulation fine and it was controlling her pain. It was stated that the patient had her stimulation on all the time and never turned it off. It was noted that ¿normally¿ the patient could feel stimulation when she turned her head to the right or left. It was stated that it felt ¿like a rock on her tailbone¿ since the fall. It was reported that 2-3 days ago the patient woke up to increased pain and couldn¿t move her right leg but didn¿t feel any stimulation. It was further reported that the patient was in so much pain in her hip ¿if she bends over she can¿t get back up and she has to crawl¿. It was reported that they tried to turn up stimulation all the way but the patient didn¿t feel it at all. It was noted that the patient programmer batteries were changed and the programmer appeared to be working fine and had all the indicator lights on. It was stated that the programmer had not been dropped or wet. It was noted that the patient spoke with her healthcare professional (hcp) after each fall but her pain had still been controlled at the time and the hcp didn¿t check the device. It was stated that the patient schedule an appointment. Additional information received reported that the stimulator was ¿not working¿. It was noted that when the patient¿s daughter tried to increase the setting, she heard 3 beeps. It was noted that the patient fell about 1.5 weeks ago and stopped feeling stimulation 5 days ago. It was stated that the patient had an appointment on (B)(6).